Event description:
It was reported that the lead was fractured and there was high impedance and over sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead was analyzed. It was observed the outer insulation had a white substance, there was blood in/on helix mechanism, and the lead was stretched.